Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, after customer changed cartridge and removed moisture surrounding the cartridge, the alarm cleared and insulin delivery resumed. Customer's blood glucose level was 190 mg/dl.